Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that the customer's blood glucose was 500 mg/dl. The customer went to the ER and received IV saline and insulin which resolved their high bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified.